Event description:
On (B)(6) 2026 during the transfer from the hospital bed / gurney to the procedure table a patient became unstable while being moved to the procedure table and slipped. Hospital staff caught the patient before he hit the floor and the patient received no injuires as a result of this incident.

Manufacturer narrative:
The complainant stated that the mattress used on the patient table is too short on each side which may have contributed to the incident. Furthermore, the mattress used at this facility was not manufactured by our company.